Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was "real short at the waist" and the pump was sitting on her hip bone and pushing against her hip. When the patient's pump flipped, it kinked the catheter. When the patient stood up to go to the bathroom, the catheter unkinked and she got a big bolus. The patient fell and broke her leg and a rib. The patient went through 5 surgeries to get the pump working well. No further issues were reported or anticipated. The patient's medical history included being in the hospital for a few weeks and then in rehab, neither of which were related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s pump had moved from its originally implanted spot. Surgical intervention was planned but not scheduled. The physician requested a pouch to tack down the pump. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting were performed. Patient status at time of this report was alive - no injury. The issue was resolved. Patient weight and medical history were unknown. Other medications the patient was taking at time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had difficulty with the initial implant surgery. The patient had to stay in the hospital for 3-4 weeks after as the patient "just didn't feel good". Per the patient when they first turned it on in (B)(6)2017, they were foggy headed, for 2-3 weeks after implant when they first set it up but for no longer than 3-4 minutes". The patient also stated that maybe a month at the end of (B)(6) the pump "came out of the pocket". Per the patient, the thing that bothered her is that she knew when her pump came out of the pocket because "it was just hanging and flopping around". The patient once went in for an adjustment and the doctor "took his hand and rolled it over". The patient also got up at about 3am to use the bathroom and "felt it flip". Per the patient, it was a "bad time" when the pump flipped, "my head just started spinning, it was like somebody had just been giving me IV push meds and I got drunker than a monkey", which caused the patient to break 7 ribs. The patient had a revision in (B)(6)2017. Following the revision in (B)(6), sometime about a week after that, the patient was lying in bed, and the pump "kind of raised up¿ and the patient saw it moving. Per the patient ¿it looked like an alien inside of me, it raised up pretty far, but then it went back and it didn¿t bother me anymore". Then 2 weeks ago the patient went in for an adjustment to get her pump filled, and the practitioner tried to access her pump 3 times and was unable to. Another practitioner tried and she couldn't find the port, so they had the patient come back the following wednesday and the doctor put the patient under the fluoroscope and discovered the pump had come "un-tacked" and also discovered the pump had flipped. Per the patient the doctor managed to flip the pump back over and filled the pump that day. The patient¿s physician would be re-doing the patient¿s pump on (B)(6)2018. The patient also stated that she didn¿t believe it was possible to go back to before her car accident and "not have pain and to use the thing and to feel like that again¿ it has completely stopped the patient¿s pain. Per the patient when the physician went in and got it adjusted, ¿it's like night and day difference¿. The patient stated that what they like about it most is "you don't feel foggy headed or anything like that". No further complications were reported.

Event description:
Information was received on 2017-sep-01 from a consumer with an implantable drug infusion pump with an unknown indication for use. The pump contained dilaudid [2.5 mg/ml] at a dose of 0.3001 mg/day. It was reported the patient was going to have an MRI for a reason unrelated to the pump therapy; she was having something major going on with her leg. The patient asked to speak to a manufacturer representative in the area about a question for the pump. The patient stated she was supposed to have an MRI the day of the call, but it was cancelled because the MRI technician told her a representative needed to be present to check her pump after the MRI, and the patient didn¿t know that. The patient stated her health care provider's (hcps) office was closed that day. No troubleshooting was done prior to the call. The patient stated the pain pump was working good for her, and she didn¿t want to do anything to change that. The patient stated she was due for an adjustment, but she fell over the weekend. There was bruising over the pump area, and the nurse chose not to do the adjustment. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. No further patient complications were reported. Additional information received on 2017-aug-31 from the consumer reported she fell on (B)(6) 2017. The patient reported that ¿2-3 days ago¿ she noticed bruising over the pump. The patient stated the pump felt like it ¿flipped¿. The patient was seen by a nurse practitioner the week of (B)(6) 2017, and they advised her to see the managing hcp the end of (B)(6) 2017. The patient was going to contact the managing hcps office on (B)(6) 2017 to discuss her concerns with waiting until the end of (B)(6) to be seen.